Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product. Healthcare professional additionally reported right side rupture discovered at explant. Device has been explanted and discarded.